Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video gastroscope, model eg-2990i, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. A good faith effort(gfe) email was sent on 30-jul-2021 via email. No response has been received. The customer owned endoscope was received by pentax medical for evaluation on 04-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirm the customers complaint and also documented the following inspection findings: fluid invasion in pve connector, image blackout, lightguide prong cover glass set loose, objective lens scratched, endoscope failed electrical safety test - plct, pve electrical connector frame has severe corrossion, fluid invasion in control body, control body mild corrosion inside, shield cover corroded, fluid invasion in umbilical light guide cable, right/ left brake knob markings faded. The device underwent replacements for the following components: o-rings and seals, objective lens unit, adjusting collar, bending rubber, angle wire, rl pulley assy, ud pulley assy, air/water supply tube lg, jet supply tube lg, suction channel lg, light guide cable, pcb for ccd drive pb-free, shield cover, lg cable connector assy, pb-free. Model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is pending repair and approval by final qc as of 26-aug-2021.